Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore, device history record review could not be performed. The typical cause(s) of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Discarded by facility.

Event description:
It was reported that during a repair of a meniscal tear, the 1st implant can be inserted without problems. When surgeon wanted to insert the 2nd implant this is not seated on the 2nd trocar anymore. The 2nd implant could not be inserted. The 1st implant remained in the meniscus without further fixation.